Event description:
It was reported that premature deployment occurred. The stenosed target lesion was located in the left superficial femoral artery. A 7x40, 130 cm eluvia stent was delivered through a .035 amplatz guidewire via contralateral approach to overlap and extend length of previously deployed stent. However, prior to reaching the target lesion and removing the yellow safety lock mechanism, the stent deployed prematurely. An attempt was made to deploy a non-boston scientific stent, but unsuccessful in reaching the target location. The physician decided against pursuing any further intervention and chose not to deploy a stent, ending the case. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that premature deployment occurred. The stenosed target lesion was located in the left superficial femoral artery. A 7x40, 130 cm eluvia stent was delivered through a .035 amplatz guidewire via contralateral approach to overlap and extend length of previously deployed stent. However, prior to reaching the target lesion and removing the yellow safety lock mechanism, the stent deployed prematurely. An attempt was made to deploy a non-boston scientific stent, but unsuccessful in reaching the target location. The physician decided against pursuing any further intervention and chose not to deploy a stent, ending the case. There were no patient complications as a result of this event. It was further reported that the previously deployed 7x120 eluvia was not long enough to cover entirety the lesion, which is why the 7x40 was used.